Event description:
It was reported that due to the device no longer inflating the patient had his inflatable penile prosthesis (ipp) explanted. There were no further complications due to this surgery.

Event description:
It was reported that due to the device no longer inflating the patient had his inflatable penile prosthesis (ipp) explanted. There were no further complications due to this surgery.

Manufacturer narrative:
Device analysis two cylinders, pump and reservoir were returned for device analysis the cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. Cylinder 2 has a large cut/damage in the proximal cylinder body that was result of sharp instrument damage; large hole was present. This cut/damage is consistent with explant damage and was considered a secondary failure. Cylinder 2 broken fabric treads in the cylinder body. Due to large cut/damage cylinder 2 was not functional test. The standard inflate/deflate pump was visually inspected; no leaks were found. The pump kink resistant tubing (krt) were worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. The pump was not functional test due to cylinder malfunction was confirmed. Product analysis concluded the identified cylinder with broken fabric treads which would result in the cylinder inflating issue. Therefore, product analysis confirmed the reported event. DHR review / similar complaint review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review. The ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation.